Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission. The autopulse nxt band involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
The customer reported that while inserting the nxt band pins into the autopulse nxt platform slot, it felt like the pins went in further than they should have. The customer mentioned that the pins on two nxt bands (lot #unknown) were slightly offset compared to those on the functioning nxt bands. Additionally, the customer noted that the bands may have been inserted incorrectly. The customer had not experienced similar issues with the other nxt bands, as those pins appeared even and not offset. The reported problem occurred during the training session. No patient involvement.